Event description:
It was reported that the user entered the dexcom pairing code in the dexcom g7 app and failed to pair it with the ilet, resulting in an unsuccessful pairing and inability for the ilet to receive continuous glucose monitor (cgm) data. No adverse clinical symptoms were reported. Outcomes included no reported clinical impact and no healthcare intervention. User support included troubleshooting and user education. Investigation of this case revealed incorrect pairing workflow and an attempt to pair with the wrong component interface, consistent with user error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to pairing steps.